Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. Before use on the patient, it was found that the heat sealed part of the package was more transparent and thinner than usual. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The actual sample has been returned for evaluation. Visual examination was performed to the blister and seal area and no issues were observed related to packaging integrity. The tyvek was hand-peeled and heat seal transfer was observed around the sealing area. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.